Event description:
It was reported that that the programmer fell over on its cart and the handle and the screen need repair. The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Overlay to screen is cracked. System fan is noisy. Tab from cord bay is bent. Handle is broken. (B)(4) rf (radio frequency) head is out of specification on uplink functional tests. The rf head cable is damaged (insulation damage).